Event description:
Information received by medtronic indicated that the customer did not received low battery alert prior to replace battery alert. Customer was assisted with troubleshooting and found that the battery did not last for week sometimes. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black case type = ngp customer returned device for an alleged unexpected battery power loss and charge/battery lasts less than expected on (B)(6) 2022. Device passed displacement test, self test and active current measurement. Device failed sleep current measurement due to high current due to moisture damage on electrical board. Device successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No device error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing. The device downloaded history confirmed the device alarmed low battery alert on (B)(6) 2022 at 15:50:00.000, power loss alarm on (B)(6) 2022 at 02:08:34.000, replace battery alert on (B)(6) 2022 at 01:21:00.000 and replace battery now on (B)(6) 2022 at 01:52:00.000. The electronic assembly and battery tube were inspected and moisture damage was found on electrical board, motor and force sensor. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, serial number label stained, serial number label fading, serial number label peeling, pillowing keypad overlay, keypad overlay texture damage and cracked select button keypad overlay. Unexpected battery power loss and charge/battery lasts less than expected were confirmed due to moisture damage on electrical board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer stated that this was the second occurrence of replace battery alert, replace battery alarm, or off no power without a low battery warning. It was reported that the insulin pump was returned for analysis.